Manufacturer narrative:
The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Retention test strips were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.

Event description:
The customer received questionable results from a coaguchek xs meter. The serial number was requested but was not known. Of the data provided, only the results for three patients were discrepant. The result from the meter was 3.8 inr and the result from the laboratory was 2.8 inr. The result from the meter was 3.7 inr and the result from the laboratory was 2.4 inr. The result from the meter was 4.5 inr and the result from the laboratory was 3.2 inr. There was no allegation of an adverse event. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.